Event description:
Edwards received notification that a patient with a 3300tfx23mm valve implanted in aortic position underwent a valve in valve procedure after unknown implant duration for unknown reason. A 23mm transcatheter valve was successfully implanted within the pre existing surgical device.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Initially, it was reported that this valve model 3300tfx23mm implanted in aortic position underwent a valve in valve procedure after unknown implant duration for unknown reason. However, through investigation it was learned that this valve underwent the valve in valve procedure after an implant duration of 16 years and 7 months. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end o its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants greater than ten years will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.